Event description:
Analysis was completed for the returned generator. Various electrical loads were tested and results demonstrated accurate resistance measurements were obtained in all instances. Proper functionality of to provide appropriate output currents was successfully verified and the septum was not cored eliminating the possibility of an unintended electrical current path through body fluids. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed the generator performed according to functional specifications. The battery measured 3.075 volts and did not show an end-of-service indicator. The downloaded data revealed that 22.513% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by a medical professional that a vns patient presented in clinic with hoarseness which has come on with stimulation recently. He also has high impedance upon system diagnostics. The patient reports he has had no falls and no impacts. The only physical activity he has performed lately has been lifting boxes at work. He does not attribute the current lead issues to any particular event. It was provided that when the patient moves his head to the left the lead impedance value was normal and the lead impedance value is high when his head is turned to the right. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
An article documenting a case study, matching the events of the patient in this file was received . The article provided a wire lead fracture was seen without a break in the surrounding insulation upon inspection of the lead at explant. The painful stimulation, an electrical pulling sensation, and high impedance measurements were confirmed to be based upon the position of the patient¿s head, when it was turned to the right. The symptoms had resolved after post-operative evaluation.

Event description:
Full revision surgery occurred on (B)(6) 2017. Follow-up to the company representative who attended the surgery provided that pre-operative diagnostics were within normal limits when the patient¿s head was facing forward, however when diagnostics were performed with the patient¿s head turned to the right, the impedance was high at 7,500 ohms. She stated that after the lead had been removed upon visual examination, it was apparent that the lead coil was broken and ¿bent¿ and the outer tubing was split open. The explanted generator was received by the manufacturer and analysis is underway, but has not been completed to-date. The explanted lead was not returned to the manufacturer.